Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. It is possible that during unpackaging/removal from the tray and/or during preparation for use inadvertent mishandling resulted in the noted stent sheath kink causing the stent to slightly pull out of the sheath and inadvertently prematurely deploy the stent; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported during preparation of a 10x100mm absolute pro self-expanding stent (ses), the distal end of the stent was noted to be hanging outside of the sheath. The device was replaced with a non-abbott stent and the procedure was completed. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.